Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer¿s blood glucose (bg) was high; however, customer declined to give a specific value. The customer administered a manual injection to address bg level. Customer refused further troubleshooting and ended call without receiving reset instructions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.